Event description:
It was reported that prior to a robotic laparoscopic sigmoidectomy, while a patient was under anesthesia, the arm cart assembly (aca) failed calibration. When attempting to move the aca and start docking, an arm error and communication error appeared. The issue was resolved after the aca was power cycled (disconnected and reconnected). There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Evaluation of the device data indicates the occurrence of error code ¿non-recoverable arm calibration fail: sa_j4 friction brake torque¿ which indicates that the safety friction brake torque self-test failed at setup arm joint 4 (sa_j4) brake of the aca, which caused the aca to fail calibration. Later, the aca also experienced an error code ¿arm failure - non-recoverable - client communication loss¿ which indicates that there is communication loss between a data handler and its client for the aca and displays the following error message: ¿warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support¿. Logs also show the occurrence of an error code ¿arm failure: ra encoder redundancy¿ which indicates that the values received from the encoder and potentiometer present at joint 2 of the robotic arm (ra) robot are not equal and error code ¿sra (subsystem robotic assembly) validation - redundant position sensing check¿ which indicates that there is a discrepancy in the re dundant positioning of the aca and displays the error message ¿danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm¿. There was also occurrence of error codes ¿arm failure - non-recoverable - ra brake state¿ which displays the error message ¿warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm¿ and ¿arm failure with possible motion - sra validation - redundant controller state check¿ which displays the error message ¿danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm¿. These error codes indicate a connectivity issue between the instrument drive unit (idu) and the z-slide of the aca, however this is a cascading error after the error codes ¿arm failure: ra encoder redundancy¿ and ¿sra (subsystem robotic assembly) validation - redundant position sensing check¿. Review of the provided image notes that it shows the following error messages related to the aca on the operating room team interface (orti) screen of the tower: "arm 2 : warning : arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support." "Arm 2 : warning : arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support." "Arm 2 : warning : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." "Arm 2 : danger : arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.